Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: sample probe (part # 389375). Di water sensor assembly (part # 472958). Sample syringe 100 ul (part # b06040), reagent syringe (part # 474172). T-valve (part # 758419), hamilton valve (hv 4-4 valve: part # 970835). Mixing paddle (part # b53893). Beckman coulter internal identifier is case: (B)(4). Patient demographic information was not provided.

Event description:
The customer report the unicel dxc 600 pro synchron system generated erroneous low and suppressed (no value) patient results for bun (blood urea nitrogen), crea (creatinine) and tbil (total bilirubin). The erroneous patient results were not released from the laboratory. There was no change in patient treatment in association with this event.